Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a static fill estimate issue showing 90 units instead of the expected 260 units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer that this discrepancy could occur due to pressure variances used in calculations, and explained that the estimate would adjust once the insulin remaining matched the displayed number. The customer understood the explanation and acknowledged the information provided.